Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency medical service visit and hypoglycemia. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
In (B)(6) 2025, the patient experienced a severe hypoglycemia episode while wearing the pod on the arm. During this event, the patient reported that the controller unexpectedly rebooted due to app errors, resulting in loss of connection to the sensor and preventing low-glucose alarms from sounding. As a result of the missed alarms, the patient¿s blood glucose level continued to fall, leading to a hypoglycemia event that required emergency ambulance assistance. The patient described symptoms of low blood glucose, including light-headedness, dizziness, and hunger. Emergency personnel administered glucose gel, glucagon to treat the hypoglycemia. The patient did not receive any prescriptions, did not attend a hospital, and could not recall the exact date or duration of the ambulance visit. For reporting purposes, (B)(6) 2025 has been selected as the date of occurrence. During their assessment, the ambulance team removed the pod. The patient reported 2 hypoglycemia events; this is event 1 of 2 (insulet reference numbers (B)(4) and (B)(4).